Manufacturer narrative:
This is one event (death) of two events reported for the same pt involving three separate products: associated MDR #s 1225714-2013-02581, 1225714-2013-02582, 1225714-2013-02583, 2937457-2013-00153.

Event description:
The plaintiff's attorney alleged that the decedent experienced a cardiovascular event on (B)(6) 2011 and subsequently expired on (B)(6) 2011, after the use of the product.